Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had just been upgraded onto a new pump. Customer stated that he put the battery into the pump and a large number 2 appeared on the screen. Customer has tried multiple energizer batteries and keeps having the same problem. Insulin pump will need to be replaced. Customer was advised that he would speak to would speak to medtronic representative first to see if they could issue a new pump rather than a normal replacement. Customer will be contacted with an update. No additional information provided.